Event description:
It was reported that on (B)(6) 2021, during a kyphoplasty case, the surgeon reported that the vertecem ii mixing kit solidified in 5 minutes. The staff reported that they tried a second kit which also solidified in an unusually quick time period. Additional information has been requested. No more information has been provided by the user facility. The patient outcome is unknown.